Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl. Customer reported that after infusion set was removed, it was found that cannula was bent. Customer reported that serter had been misplaced for years. Customer declined troubleshooting for high blood glucose. Customer was educated on causes and prevention of bent cannula. Serter would be replaced.